Event description:
The customer reported via phone call experiencing high blood glucose levels, the cause of which the customer attributed to the infusion sets. The customer's blood glucose was 466 mg/dl. He did not experience any symptoms of high blood glucose. His most recent blood glucose was 302 mg/dl. He stated that he treated the high blood glucose using the insulin pump. He was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime. He reported that insulin exited at the quick release. Upon troubleshooting, the insulin pump passed the high pressure test. He was advised to change the entire set, reservoir and insulin and to treat per doctor's instructions. He was advised to follow up with his doctor concerning unexplained high blood glucose. He stated that there was something wrong with the infusion set but did not observe any bends or kinks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.